Manufacturer narrative:
(B)(4). The device history review was completed and no irregularities were found. The returned instrument was evaluated and found that the jaws are slightly misaligned in the closed position. Further evaluation showed that this instrument functions properly. The alleged complaint could not be duplicated. No corrective action is required at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: three clips were applied successfully and one clip after application was unable to close. The patient's condition was reported as fine.